Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system with a g7 sensor experienced a low glucose event to 55 mg/dl, associated with device use, after which support guided a factory reset and setup, including adjustment to a higher overnight target per clinician direction and transition to fiasp. Symptoms included dizziness and shakiness. Outcomes included self-treatment with oral glucose and no medical intervention or assistance. Investigation included complaint assessment and user-guided troubleshooting and education. Investigation of this case revealed no device malfunction, with cause of hypoglycemia unclear and settings optimization performed to mitigate nighttime lows. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.